Manufacturer narrative:
The reported field event of no pacing output could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was observed. Device functionality was normal.

Event description:
It was reported that the device appeared to have stopped pacing after it was reanabled post carto vt ablation procedure. The pacemaker dependent patient went into cardiac arrest and was pronounced dead after a lengthy resuscitation attempt. ICD interaction with carto magnets as well as lead damage during ablation were suspected. The device will be analyzed as soon as it is received. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.